Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the red x's was not determined; it was thought to be a battery or lead issue. The impedance and connectivity was checked multiple times with no changes. The issue was not resolved and no further complications are anticipated.

Manufacturer narrative:
Analysis of the lead (#va1k2g7034 ) found that the lead body conductors #0, 1 and 3-7 were broken 18.5 cm from the distal end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient met with a manufacturer representative two weeks after their new battery was implanted. A connectivity check showed electrodes 9, 12, 13, 14, and 15 had a red x. And impedance check showed a red x on electrodes 9, 13, and 15. It was noted that all contacts on the 0 ¿ 7 lead were green for both connectivity and impedance. The patient felt tingling in the right leg while using electrodes 8, 10, and 11. The patient described the tingling as ¿good.¿ the patient wanted tingling in both legs, so the 0 ¿ 7 lead was programmed on and the 7 ¿ 15 lead had nothing programmed on it when the patient left. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019,, product type: lead. If information is provided in the future, a supplemental report will be issued.